Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On 2/21/2024, it was reported by a sales representative via phone that an ar-2325bcc suture anchor, biocomposite swivelock eyelet would not come out of the inserter and was stuck and therefore unable to implant into the patient. The case was completed using a different size product, ar-2324bcc suture anchor, biocomposite swivelock, to complete the case with no issues. There was no delay in the case. This was discovered during an mpfl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.